Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/23/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any patient consequences? Can you identify the lot number of the product that was used? Please refer to the event description, other information requested is unknown. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. No device can be returned currently. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that a patient underwent a open reduction and internal fixation of femoral fracture under spinal anesthesia procedure on (B)(6) 2025 and suture was used. The patient was admitted for surgery due to a femoral fracture. During the operation, the surgeon used suture to suture the wound, the suture broke and was replaced in a timely manner. This incident has increased the medical burden on the hospital and department. There were no patient consequences reported. Additional information was requested.